Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer is still having the issue after troubleshooting for a no delivery alarm on the insulin pump. Customer's blood glucose is 395 mg/dl. Customer was attempting to treat with the pump. Caller stated that they do not have a back-up plan. Caller stated that the insulin is not expired or denatured. Caller stated that the customer rotates sites and avoids scar tissue. Caller stated that the tubing is not kinked or bent. Caller stated that they have tried all remedies. Customer's father was advised that the pump will need to be replaced. Customer's father was advised to have the customer discontinue use of the pump and revert to a back-up plan.